Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken door was confirmed during product evaluation. A definitive root cause has not yet been identified. The pump head door and occlusion detectors were replaced and the occlusion sensors were calibrated to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was reported to be found in area 3c. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.